Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue could not be confirmed as not all components were returned. However, a proxy plunger was inserted into the device for further functional. The lever was opened, and the proxy plunger was deployed with no resistance. The needle trajectories were acceptable. The proxy plunger was retracted with no anomalies noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported deployment issue could not be determined. Factors that may contribute to a firing/ deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure of an unknown vessel using two prostyle devices after an unknown procedure. Reportedly, both devices did not take. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.